Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and uterine haemorrhage ("irregular uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events: migraines/ headaches, abnormal bleeding, autoimmune disorder, hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain") and uterine haemorrhage ("irregular uterine bleeding") in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery (fallopian tubes remove). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved. The reporter considered abdominal pain, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 49-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine fibroids and uterine hypertrophy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information, ,lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / severe pain') in a 49-year-old female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, uterine fibroids and uterine hypertrophy. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("irregular uterine bleeding"), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), migraine ("migraines/ headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, uterine haemorrhage, pelvic discomfort, abdominal pain and weight increased had resolved and the migraine, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, pelvic discomfort, pelvic pain, uterine haemorrhage and weight increased to be related to essure. The reporter commented: patient's symptoms were resolved following her explant surgery. Lot number: 886673 manufacturing date: 2011-08 expiration date:2014-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.